Manufacturer narrative:
One zimmer dental heal collar was returned for inspection. Visual inspection revealed wear about the collar and the threads. The hex head was also slightly worn, but functional. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and one related complaint for this product lot was identified. Appropriate documentation was reviewed and the following information was identified: instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs¿ 9658 rev 1-01/15. Information identified: healing collars: for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants. Select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter (figure a). The top surface of the healing collar is etched with three numbers (figure b) to reference implant platform diameter (left), emergence profile diameter (top right) and cuff height (lower right). The numbers for implant platform and emergence profile show only the initial digit of the related measurement. Complaint indicates the healing collar would not assemble with an integrated implant. The implant that allegedly would not mate was not returned for inspection, therefore the reported event could not be verified. A root cause for this complaint could not be determined. The following sections were updated: date of this report. Add expiration date, UDI: (B)(4), date received by manufacturer, follow-up number, add follow up type, device evaluated by manufacturer: change ¿no¿ to ¿yes¿, added device manufacture date, add evaluation codes, additional narrative.

Event description:
It was reported that healing collar did not screw into implant tsvh13. The dentist could complete the procedure by using another screw he had in his stock.